Event description:
The reporter stated that the battery felt warm to the touch while performing a battery change on (B)(6) 2011. She stated that again on (B)(6) 2011 the pump and battery were both hot to the touch and the pump was making a sizzling sound. She stated that the battery was changed and the same issue occurred the morning of (B)(6) 2011. The reporter stated that there was no harm or injury as a result of the reported incident. She stated that the battery cap was secure to the pump; confirmed that there was no damage to the pump; and denied exposing the pump to moisture or water. The reporter noted some dirt on the battery cap during troubleshooting, but indicated no other issues with the battery cap.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box showed multiple replace battery alarms indicating short battery life. The battery was not returned with the pump for investigation. The battery compartment and cap were found to be intact with no signs of moisture ingress. The pump was exercised and began to get warm after a few minutes. The pump current draws were tested and found to be out of specifications. The pump was opened and no damage was found to the power circuit. Two internal component from the audible tone circuit were found to have failed causing excess current draw.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.